Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 and insulin pump had under delivery. The customer¿s blood glucose level was over 400 mg/dl. The customer did experienced nausea, vomiting, abdominal pain and difficulty in breathing and also gave positive test for ketones. The customer treated high blood glucose with intravenous fluid. The insulin pump was not on auto mode at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering because insulin pump had multiple no delivery alarms in every 15 minutes. Customer declined to perform a care link upload. The insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
The incident date information has been updated which was not available with initial report. The updated information has been included with this report.

Event description:
Incident date has been updated to (B)(6) 2019.